Event description:
The physician reported a dbs patient had symptoms that had worsened; the patient experienced more tremors, predominantly those of his pd. The ins seemed to function properly; therapy impedances were good but many bipolar electrode impedances were over 2000 and the device was reprogrammed five or six times in one month "without much improvement." The patient was referred for additional system readjustments and was fine for a period of time. During follow-up with a neurosurgeon, a breakage was detected in the lead wire and the surgeon disconnected the system pending an anticipated lead revision. The patient was being managed on oral medications (not identified), and was scheduled for follow-up in 2007.